Manufacturer narrative:
.

Event description:
It was reported that the patient presented to the ER while receiving continuous inappropriate hv therapies. A magnet was placed over the device to stop the therapies. Upon interrogation, noise was observed on the rv lead. Post-hv therapy the patient had complaints of abdominal pain and pain in both arms. Hv therapy was disabled. No lead anomalies were noted on x-ray. The lead was capped and replaced.